Event description:
It was reported that pump displayed malfunction code 24 with fault ID 24-0x2219 and issue was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.